Manufacturer narrative:
Death occurred, but is not suspected to be related to vns therapy. Device malfunction is not suspected.

Event description:
Manufacturer received a report indicating that an epilepsy patient had "passed away". It was reported that treating neurologist does not believe that the event is related to the vns therapy system and that the death is believed to be due to natural causes. Treating neurologist believes that the coroner will document the death as sudep. It was reported that an autopsy is pending.